Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe: one is projected through the right abdomen and the other left pelvis") in a 22-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (plaintiff underwent total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2008 hysterosalpingogram should perforation (other) please describe: one is projected through the right abdomen and the other left pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- perforation (other) please describe: one is projected through the right abdomen and the other left pelvis incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe: one is projected through the right abdomen and the other left pelvis") and pregnancy with contraceptive device ("pregnancy/ spontaneous vaginal delivery") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's medical history included pregnancy with contraceptive device in 2009. Concurrent conditions included seizure, depression and anxiety. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced rash ("rashes"), peripheral swelling ("swelling of hands"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipated") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (plantiff underwent total hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, pregnancy with contraceptive device, rash, migraine, headache, peripheral swelling, nausea, dysmenorrhoea, fatigue, weight increased, abdominal distension, constipation and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 2267.5g was the reported birth weight. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, peripheral swelling, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per medical record, patient had bilateral tubal ligation on (B)(6) 2012. She had spontaneous vaginal delivery of a 5 lbs female infant without difficulty and delivered lop (interpreted as left occipitoposterior fetal position). There was minimal bleeding noted. Vital signs were good. Patient experience previous pregnancy episode with essure which captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2008 hysterosalpingogram should perforation (other) please describe: one is projected through the right abdomen and the other left pelvis. On (B)(6) 2011 impression: 1. There is what appears to be a g-sac compatible with 5 weeks 0 days. No fetal polo or heartbeat could be identified. Minimal free fluid on the right. Most likely physiologic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality-safety evaluation of ptc amendment: the report was also amended on 17-dec-2018 for the following reason: correction: patient's medical history (previous pregnancy) was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe: one is projected through the right abdomen and the other left pelvis") and pregnancy with contraceptive device ("pregnancy/ spontaneous vaginal delivery") in a 22-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2011. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (plaintiff underwent total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. 2267.5g was the reported birth weight. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered uterine perforation to be related to essure. The reporter commented: as per medical record, patient had bilateral tubal ligation on (B)(6) 2012. She had spontaneous vaginal delivery of a 5 lbs female infant without difficulty and delivered lop (interpreted as left occipitoposterior fetal position). There was minimal bleeding noted. Vital signs were good. Diagnostic results: on (B)(6) 2008 hysterosalpingogram should perforation (other) please describe: one is projected through the right abdomen and the other left pelvis. (B)(6) 2011 impression: 1. There is what appears to be a g-sac compatible with 5 weeks 0 days. No fetal polo or heartbeat could be identified. Minimal free fluid on the right. Most likely physiologic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device ineffective. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical record received. Reporter information and lab data added. Events pregnancy with contraceptive device and device ineffective were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe: one is projected through the right abdomen and the other left pelvis") and pregnancy with contraceptive device ("pregnancy/ spontaneous vaginal delivery") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's concurrent conditions included seizure, depression and anxiety. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced rash ("rashes"), peripheral swelling ("swelling of hands"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), constipation ("constipated") and abdominal pain ("abdominal pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (plaintiff underwent total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pregnancy with contraceptive device, rash, migraine, headache, peripheral swelling, nausea, dysmenorrhoea, fatigue, weight increased, abdominal distension, constipation and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 2267.5g was the reported birth weight. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, peripheral swelling, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per medical record, patient had bilateral tubal ligation on (B)(6) 2012. She had spontaneous vaginal delivery of a 5 lbs female infant without difficulty and delivered lop (interpreted as left occipitoposterior fetal position). There was minimal bleeding noted. Vital signs were good. Patient experience another pregnancy episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2008 hysterosalpingogram should perforation (other) please describe: one is projected through the right abdomen and the other left pelvis. (B)(6) 2011 impression: 1. There is what appears to be a g-sac compatible with 5 weeks 0 days. No fetal polo or heartbeat could be identified. Minimal free fluid on the right. Most likely physiologic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device ineffective. Most recent follow-up information incorporated above includes: on 26-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes, migraines, headaches, swelling of hands, nausea, dysmenorrhea (cramping), fatigue, weight gain, bloating, constipated, abdominal pain", concomitant condition, lab data added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.